Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet after inadvertently pulling out the infusion set, observed bleeding at the site, and then immediately replaced the set and resumed insulin delivery, with blood glucose reported over 300 mg/dl. Symptoms included high blood glucose. Outcomes included no injury, no medical intervention by third parties, and no hospitalization. Investigation included a review of device history, a review of labeling and user guidance, and a user interview focused on infusion set handling and troubleshooting steps. Investigation of this case revealed that the event aligned with use-related infusion site disruption with subsequent hyperglycemia and that the device continued to deliver insulin after the set was replaced. It was concluded that the hyperglycemia was associated with an infusion set issue with cause unclear and that the device functioned as designed once the set was replaced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.